Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was not hospitalized for peritonitis. The patient was treated with vancomycin (1gm, once a day (every 5th day), ip) and injection fortum (250mg in each exchange, 4 exchanges per day, ip) for peritonitis. The cause of peritonitis was unknown. This peritonitis event was resolving.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.